Event description:
It was reported that there was a product issue with the bd alaris pump module smartsite infusion set. The following information was provided by the initial reporter: we wanted to report a product issue with the IV tubing.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of an issue with the IV tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.